Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon transmission review, it was noted the right ventricular (rv) lead exhibited noise, decreased sensing, and decreased impedance. The patient then presented in clinic. Upon chest x-ray testing, it showed the rv lead was pulled back to the superior vena cava (svc). The patient also received an inappropriate shock due to the pulled back lead position and ventricular sensing of the atrium on (B)(6) 2019. The patient presented for lead revision on (B)(6) 2019. Upon repositioning the rv lead, the helix would not retract. The lead was explanted and replaced. There were no complications and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood. The reported event helix would not retract was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix would not retract was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.